Event description:
It was initially reported that the patient had a "mental breakdown while prialt was in the pump." Once prialt was removed from the pump, he was "fine" and felt he didn't need to see a psychiatrist, per protocol. The pump contained ropivacaine at the time of this report. The patient had difficulty trying to find a managing hcp that he would be able to communicate and work with regarding pump therapy and treatment options. The hcp later reported that the catheter was "displaced" from the intrathecal space. The patient experienced ineffective pain control. Per this reporter, "believe patient was explanted and was revised - unk as patient was fired from clinic." The pump contained prialt and bupivicaine. No patient injury was reported.

Manufacturer narrative:
(B) (4) - used for mental breakdown. (B) (4).